Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt trunk cable was pulled from the strain relief, damaging wires and connector j702 on the distribution node pca board. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.

Event description:
A zoll pt service representative (psr) called zoll customer support to report that a (B)(6) male pt's electrode belt had exposed wires. The pt was issued a replacement electrode belt.